Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A receiver download was performed and passed. Functional testing was performed and passed. An audio and vibration test were performed and passed. A global communication tool tone at medium test was performed and passed. A try it manual functional test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation and an internal visual inspection was performed and passed. The speaker resistance was measured, and the speaker resistance was within specification. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output and a hypoglycemic event occurred. The patient stated that he laid down for a nap and his receiver did not alarm or vibrate when his blood glucose dropped while he was sleeping. He stated that the alarms will usually wake him. His wife became concerned when he didn¿t wake, and she saw that he was sweating profusely. His wife stated that when the patient¿s blood glucose (bg) is low, he will sweat. She did not look at the continuous glucose monitor (cgm) value or take a bg, she immediately called emergency medical services (ems). The patient¿s bg per ems was 37 mg/dl. The patient was treated with glucagon and four 7-ounce cans of soda. His cgm post-treatment was 64 mg/dl, the bg was 101 mg/dl.

Manufacturer narrative:
(B)(4).

Event description:
No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.